Event description:
The device was abandoned on (B)(6)2012. It was left in the body on the left side. This is off label use. The procedure took place at (B)(6)hospital. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).